Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged between 150-160 mg/dl for the current occlusion alarm; past bg levels were not impacted by the occlusion alarms. The customer stated that for all the occlusion alarms insulin deliveries were successfully resumed. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.